Event description:
A ge oec 9900 fluoroscopy sys would not properly save images, also boot up problems.

Manufacturer narrative:
A ge oec svc rep investigated the issue and removed and replaced the sys interface pcb. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.